Event description:
Every single sensor I have used so far this year has failed. In addition, every single sensor I have used since the very first one (I have been using the g7 for several months now) has had countless instances where the glucose value given is more than 150-200 points off, causing me to get insulin thinking my blood sugar is very high when in fact it was low and almost dying requiring glucagon injections and emergency intervention. This product is completely defective and even with 5-10 calibrations per day the values given by the cgm (continuous glucose monitor) are drastically different from those given by a calibrated glucose meter. This device is connected to my insulin pump which automatically gives me insulin based on its input. It puts my life in danger every day. This product needs to be recalled. Most of the time immediately after calibration the numbers will jump around hundreds of points to and won't even accept calibration. When you have 10 fail in a row there is a problem.